Event description:
It was reported that the cassette sensor was defective. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received. No applicable history was found during a service history review. A review of the event history log found multiple alarms referring to various states of cassette attachment. During the functional testing, the customer complaint of ¿cassette sensor¿ was unable to be confirmed. The unit passed all testing criteria and was reset to standard configuration.